Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had an issue with their sensor. Blood glucose value was 400 mg/dl at the time of the incident. No troubleshooting was performed. Sensor was discovered bent. Nothing will be replaced or returned.